Event description:
It was stated that the insulin pump alarmed motor error several times during the rewind. It was also stated that the insulin pump was exposed to an MRI scan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.